Event description:
It was reported that during a da vinci surgical procedure, the pk dissecting forceps instrument was not moving properly and a broken cable was noted. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch cable to be frayed at the distal clevis hub. The clevis did not exhibit any damage. Failure analysis investigation also found the following damages: there were scratches on the surface of the instrument's distal pulley. The distal end of the instrument's main tube exhibited scratch marks with light material removed and had a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a frayed pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.